Manufacturer narrative:
Na

Event description:
It was reported that the ventilator turns on and off by itself. It is unk if the ventilator alarmed or if it was connected to a pt when the reported problem occurred.